Event description:
It was reported that the arctic sun device was alarming 01 and 02. Nurse had confirmed connections were good, no kinks. Tried filling device with more water. Water flow rate (wfr) was 0 lmin. Had nurse stop and empty pads and disconnect. Manual control: water flow rate (wfr) was 2.8 lmin, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 77 percent, system hours 12,278, and pump hours 10,913. Water flow rate (wfr) was 2 lmin, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 57 percent. Right chest pad attached, water flow rate (wfr) was 2.3 lmin, inlet pressure (ip) was -4psi, circulation pump command (cpc) was 98 percent. Right leg pad attached, water flow rate (wfr) was 0.9 lmin, inlet pressure (ip) was -4.9psi, circulation pump command (cpc) was 100 percent; tried a different fdl port water flow rate (wfr) was 1.8 lmin, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 56 percent. Left chest pad added, water flow rate (wfr) was 0 lmin. Disconnected left chest, added left leg water flow rate (wfr) was 2.2 lmin, inlet pressure (ip) was -8.3psi, circulation pump command (cpc) was 100 percent. Added left chest again different port, water flow rate (wfr) was 1.8 lmin, inlet pressure (ip) was -1.1psi, circulation pump command (cpc) was 100 percent. Tried resuming therapy, water flow rate (wfr) was 0.9 lmin and says low air leak. Had nurse swap pads to another machine, primed to 0 lmin. Nurse was going to swap the pads out and see if that resolves the issue. Patient has been on therapy since 0400 on (B)(6) 2026. Nurse will call back if they still have issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.